Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings of 549 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A no delivery alarm was noted in the alarm history. Customer mentioned that the reason for her high may possibly be due to her bad insulin. No further information reported.